Manufacturer narrative:
(B)(6). (B)(4). Expiration date was provided as may 2018.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on an elecsys 2010 analyzer (e2010). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample tested at another laboratory on an abbott architect analyzer on (B)(6) 2018 and the tsh result from this analyzer was 3.8759 uiu/ml (reference range = 0.35 - 4.94 uiu/ml). The sample was tested twice on the e2010 analyzer, resulting as 6.63 uiu/ml accompanied by a data flag (reference range = 0.270 - 4.20 uiu/ml)and 6.13 uiu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The e2010 analyzer serial number was (B)(4). Controls tested on (B)(6) 2018 were within range.

Manufacturer narrative:
As calibration and controls were ok on the date of the event, a general reagent issue is not likely.

Manufacturer narrative:
A sample from the patient was provided for investigation. The tsh values generated at the customer site could be duplicated. The sample was investigated for possible interfering factors and none were detected. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The 6.13 uiu/ml was reported outside of the laboratory to the patient and the doctor.